Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose values exceeding 300 mg/dl after lunch and a nap, during which two occlusion alerts occurred; the user disconnected, performed a fill tubing only until drops were observed, then reconnected, and subsequent follow-up noted blood glucose trending down though later rising again after dinner before stabilizing around 255 mg/dl. Symptoms included elevated blood glucose. Outcomes included symptom monitoring at home without need for medical intervention. Investigation included guided troubleshooting and education on infusion set and delivery, review of glucose trends, and continued follow-up for regulation. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with possible contribution from transient delivery interruption due to the reported occlusion alerts, though the device subsequently delivered insulin as indicated by insulin on board and declining glucose. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.